Event description:
A customer reported to beckman coulter, inc. (Bec) that coulter lh 500 hematology analyzer was leaking a bloody fluid at the needle on two consecutive days. The customer was wearing ppe at the time of the incident. There was no report of exposure to mucous membranes or open wounds. The operator did not seek medical attention. The material safety data sheet (msds) was not reviewed, but the customer has an exposure control plan at the facility. There was no death, injury or change to patient treatment attributed or connected to this complaint.

Manufacturer narrative:
On (B)(4) 2011, bec field service engineer (fse) replaced the needle cartridge and cleaned dead plate. The fse ran startup, latron control and 5c control. The results were acceptable. The fse verified repair per established procedures, and the results met published performance specifications. The customer called again on (B)(6) 2011 because the needle continued to leak. On (B)(4) 2011, another fse visited the site and found the drain line was pinched off. The leak consisted of blood and diluent. The fse rerouted the tubing and verified the repair per established procedures. The results met published performance specifications. The fse reported that the customer clamped over the drain tubing while putting the needle in the cartridge. The fse advised the customer how to properly dress the tubing. The root cause of the bloody leak at the needle is attributed to incorrect routing of the drain tubing. (B)(4).